Event description:
It was reported that the patient was dissatisfied with their inflatable penile prosthesis. The system was replaced with a 65ml reservoir, pump, and 18cmx12cm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.